Event description:
Notes from report submitted to risk management "cysto bovie was not running on cut mode, coag was working. I checked the esu grounding pad contact and connection, unplugged and replugged the esu cord and when the physician hit the foot pedal, a spark jumped out through the esu cord at machine connection. I informed the manager who contacted biomed. The machine has a note on it not to use."